Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 24-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2020 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspepsia ("digestive disorders"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), bone pain ("bone pain"), disturbance in attention ("concentration problems") and memory impairment ("memory problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy for device removal.). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, dyspepsia, dyspnoea, palpitations, fatigue, weight increased, myalgia, arthralgia, bone pain, disturbance in attention or memory impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number:(B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic abdominal pain") in a 46 year-old female patient who had essure inserted (lot no. B11720). Additional non-serious events are detailed below. The patient had a medical history of multiple cesarean sections (2000 & 2012), allergy to metals, parity 4 (born in 2000, 2004, 2011 and 2012) and overweight. Concomitant products included mikicort (budesonide) and loperamide. On (B)(6), the patient had essure inserted. In (B)(6) 2020 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspepsia ("digestive disorders"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), bone pain ("bone pain"), disturbance in attention ("concentration problems") and memory impairment ("memory problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. An unknown time later she experienced heavy menstrual bleeding ("heavy menstraul bleeding"), abdominal pain ("abdominal pain"), insomnia ("insomnia"), tinnitus ("tinnitus"), dizziness ("dizziness"), allodynia ("allodynia"), loss of personal independence in daily activities ("loss ofpersonal indepenance in daily life"), musculoskeletal pain ("musculoskeletal pain"), diarrhoea ("diarrhoea") and colitis ("colitis") and was found to have malignant melanoma ("malignant melanoma"). The patient was treated with surgery (total hysterectomy for device removal.). At the time of the report, the heavy menstrual bleeding, abdominal pain, insomnia, tinnitus, dizziness, allodynia, loss of personal independence in daily activities, malignant melanoma, musculoskeletal pain, diarrhoea and colitis were resolving. The outcomes for pelvic pain, dyspepsia, dyspnoea, palpitations, fatigue, weight increased, myalgia, arthralgia, bone pain, disturbance in attention and memory impairment were unknown. The reporter considered abdominal pain, allodynia, colitis, diarrhoea, dizziness, heavy menstrual bleeding, insomnia, loss of personal independence in daily activities, malignant melanoma, musculoskeletal pain and tinnitus to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, dyspepsia, dyspnoea, palpitations, fatigue, weight increased, myalgia, arthralgia, bone pain, disturbance in attention or memory impairment. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013. Essure removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.606 kg/sqm. Lot number: b11720 manufacture date:(B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2020 she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspepsia ("digestive disorders"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), bone pain ("bone pain"), disturbance in attention ("concentration problems") and memory impairment ("memory problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy for device removal.). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, dyspepsia, dyspnoea, palpitations, fatigue, weight increased, myalgia, arthralgia, bone pain, disturbance in attention or memory impairment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 05-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic abdominal pain") in a 46 year-old female patient who had essure inserted (lot no. B11720). Additional non-serious events are detailed below. The patient had a medical history of multiple cesarean sections (2000 & 2012), allergy to metals, parity 4 (born in 2000, 2004, 2011 and 2012) and overweight. Concomitant products included mikicort (budesonide) and loperamide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2020, she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspepsia ("digestive disorders"), dyspnoea ("shortness of breath"), palpitations ("palpitations"), fatigue ("chronic fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), bone pain ("bone pain"), disturbance in attention ("concentration problems") and memory impairment ("memory problems") and was found to have weight increased ("weight gain"). At an unknown time, she experienced heavy menstrual bleeding ("heavy menstraul bleeding"), abdominal pain ("abdominal pain"), insomnia ("insomnia"), tinnitus ("tinnitus"), dizziness ("dizziness"), allodynia ("allodynia"), loss of personal independence in daily activities ("loss ofpersonal indepenance in daily life"), musculoskeletal pain ("musculoskeletal pain"), diarrhoea ("diarrhoea") and colitis ("colitis") and was found to have malignant melanoma ("malignant melanoma"). The patient was treated with surgery (total hysterectomy for device removal.). At the time of the report, the heavy menstrual bleeding, abdominal pain, insomnia, tinnitus, dizziness, allodynia, loss of personal independence in daily activities, malignant melanoma, musculoskeletal pain, diarrhoea and colitis were resolving. The outcomes for pelvic pain, dyspepsia, dyspnoea, palpitations, fatigue, weight increased, myalgia, arthralgia, bone pain, disturbance in attention and memory impairment were unknown. Essure was removed on (B)(6) 2023. The reporter considered abdominal pain, allodynia, colitis, diarrhoea, dizziness, heavy menstrual bleeding, insomnia, loss of personal independence in daily activities, malignant melanoma, musculoskeletal pain and tinnitus to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain, dyspepsia, dyspnoea, palpitations, fatigue, weight increased, myalgia, arthralgia, bone pain, disturbance in attention or memory impairment. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013. Essure removal date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.606 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2023: upon follow up it was notified that this case is duplicate of 2023a122293. All source documents, events, medical history, concomitant drugs, references has been transferred to this case. (Legacy device number 2951250-2023-02849). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.